Event description:
International affiliate reports that on (B)(6) 2012, a spinal procedure from occipital to c7 instrumentation was performed on a patient with cerebral palsy using the mountaineer oct system. On (B)(6) 2013, it was found that the cervical plate and two screws were broken. Revision surgery has not yet been performed. See mfg medwatch report# 1526439-2013-23234 for the plate that was involved in this event. See medwatch report# 1526439-2013-23236 for the second screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The product was not returned to the complaints handling unit (chu) for evaluation. A review of the DHR identified no discrepancies during the manufacturing process. The root cause cannot positively be determined. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of these devices that could have been contributed to the problem reported by the customer, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.